Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown, not provided. Date of event: unknown, not provided. Implant date: if implanted; give date: unknown/not provided. Explant date: if explanted; give date: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as lens will not be sent back, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 intraocular lens (iol) was broken. No other information was provided.